Event description:
The following information is from an article published in acta chirurgica belgica ; "surgical repair of residual shunt after transcatheter closure of secundum atrial septal defect with an amplatzer septal occluder: a case report ": twelve hours post-implant of a 26mm amplatzer septal occluder in a (B) (6) male, a residual shunt was present in the anterior part of the device. Aspirin was prescribed and a follow-up tee performed three months later demonstrated the 10mm residual shunt persisted. Since the shunt was hemodynamically significant, the patient underwent surgical removal of the aso and repair of the defect. This event is reportable to the FDA and vigilance since surgery was required to remove the device.

Manufacturer narrative:
We have not received further details surrounding these events to perform a thorough investigation at this time. Should further information become available, we will notify you in a follow-up report.